Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection did not identify any signs of blockage. A functional flow test was performed and the device continuously flowed with no defects. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow after connecting to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.